Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with infusion sets not staying in her body. Customer's blood glucose level was 596 mg/dl. She changed the infusion set and gave herself boluses with the insulin pump. The device was not returned.